Manufacturer narrative:
The investigation reviewed the amyl gen.2 (amyl2) assay and lipase colorimetric assay (lipc) calibration data; the results were within the specified ranges. The investigation reviewed the reaction kinetics; the reaction kinetics did not indicate any issues. The investigation determined that the amyl gen.2 (amyl2) assay and lipase colorimetric assay (lipc) assay results ¿¿were consistent and reproducible. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable amyl gen.2 (amyl2) assay and lipase colorimetric assay (lipc) results from three samples from the same patient tested on the cobas 6000 c501 and cobas c 702 modules. Patient sample 1 on (B)(6)2025, the patient had abnormal amyl2 and lipc results; the lipc result was 450 u/l. The results prompted the patient to go to the emergency room where he underwent an abdominal ultrasound; no abnormalities were noted. On (B)(6)2025, the lipc result of a new patient sample was 90 u/l. Patient sample 2 on (B)(6)2025: the initial amyl2 result was 201 u/l. The repeat result from a c702 module confirmed the result. The initial lipc result of the initial patient sample was 405.1 u/l. The repeat result was 447.9 u/l. The repeat result from a c702 module confirmed the results. Patient sample 3 on (B)(6)2025: the initial amyl2 result from the module was 224 u/l. The first repeat result from the module was 221 u/l. The second repeat result from another laboratory using a c501 module confirmed the results from the reported module. On (B)(6)2025: the third repeat result from another laboratory that uses a c702 module was 223 u/l. On (B)(6)2025: the initial lipc result from the module was 473 u/l with an invalidating data flag. The first repeat result from the module with automatic dilution was 487 u/l. The second repeat result from another laboratory using a c501 module confirmed the results from the reported module. On (B)(6)2025: the third repeat result from another laboratory that uses a c702 module was 450.8 u/l with an invalidating data flag. The fourth repeat result from another laboratory that uses a c702 module was 491.5 u/l. The result of a new patient sample from another laboratory using a competitor analyzer was normal/non-pathological.

Manufacturer narrative:
The serial number of the cobas c702 was not provided. The amyl2 reagent lot number used in the c501 module is 819993, with an expiration date of 31-aug-2025. The lipc reagent lot number used in the c501 module is 813803, with an expiration date of 31-jul-2025. The amyl2 reagent lot number used in the c702 module is 813644. The lipc reagent lot number used in the c702 module is 830863. The amyl2 and lipc calibration and qc results from the c501 module were within specifications. The investigation is ongoing.